Event description:
User experienced a communication issue between the analyzer and the lis. After input of a pt measurement and the pt barcode, the system displayed incorrect pt assignments. It displayed the wrong pt for the measurement. After analyzer was rebooted, the issue did not recur. It is not known if an erroneous result was generated. No info was provided to determine if any adverse events occurred. If additional info is received, appropriate notification will be provided.